Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Customer consumed "sugar, honey, chocolate and juice" to address bg level and went to the emergency room (ER). Customer was treated with intravenous fluids and was released from the ER the same day (B)(6) 2024) with the issue resolved and no permanent damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.